Manufacturer narrative:
A device evaluation was performed by olympus, and the details of the evaluation are as follows: it was confirmed that the needle broke and fell off. However, it could not be confirmed that the tip of the needle broke off and stuck in the patient¿s trachea. Based on the shape, the fractured surface of the needle tube was fractured due to a bending load, and not due to a brittle fracture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the reported failure (needle tube rupture) was likely due to the following mechanism: a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injuries such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoscopic bronchial ultrasound single use aspiration needle na-u401sx tip (approximately 2 centimeters) broke off and got stuck in the trachea when puncturing a lymph node paratracheally during a bronchoscopy. The tip was removed quickly using forceps without delay and complications. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.